Event description:
A with history of paroxysmal atrial fibrillation and hypertension was admitted for atrial fibrillation ablation and pulmonary vein isolation. Cardiologist noted using lasso catheter and finding resistance during retrieving of the catheter from the la to the ra. Per cardiologist, moderate tension was applied to retrieve the catheter. Also noted resistance at the exit of the femoral vein. Once the lasso catheter was out of the body, the tip was noted to be deformed into a tight bend explaining the resistance at the pulling time from the la and from the puncture site at the rfv. Of note: the lasso catheter had been on recall for a "locking" issue. It was investigated, cause identified and solution implemented. Device was released to the customer in 2008.